Manufacturer narrative:
Her wound, ostomy and continence nurse (wocn) recommended nystatin powder. The end-user is using nystatin powder sealed in with an unk battier wipe. She discontinued use of the product and now using a competitor's product. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for eval is not expected and the lot number was not provided. Should add'l info become available, a f/u report will be submitted.

Event description:
It is reported the end-user developed an itchy red dotted rash on her abdomen underneath the tape collar.